Manufacturer narrative:
An eval of the device cannot be performed. Device is not being returned to stryker because sales rep is unable to get it from the hospital. Lot code is not made available either. Should additional info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that the universal joint driver shaft broke while dr (B)(6) was putting in a screw. The tip of the shaft broke off in the screw. Dr (B)(6) was able to find the broken piece and used the straight driver shaft to finish putting the screw in.